Manufacturer narrative:
Complaint conclusion:as reported, the .014-inch 4.0mm x 20mm 142cm aviator plus percutaneous transluminal angioplasty (pta) dilatation catheter product was opened, and it was noted to be cracked. There were no reports of patient injury. The device was stored properly. The device was not returned for evaluation. However, an email was with two photos were attached of an aviator plus from lot 82295515 and catalogue 424-4020w. The unit is observed coiled on top of the box. No outstanding details nor anomalies could be observed on the photos provided. The reported ¿pta/ptca system cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Two images were sent for review; however, no anomalies or damages can be seen in the images provided. Therefore, without the return of the device for analysis, and with the paucity of information regarding the event, it is difficult to draw a clinical conclusion between the device and the reported issue experienced. According to the precautions in the safety information in the instructions for use, ¿the device should only be used by physicians who are trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty in the indicated arteries. Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure. 10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .014-inch 4.0mm x 20mm 142cm aviator plus percutaneous transluminal angioplasty (pta) dilatation catheter product was opened, and it was noted to be cracked. There were no reports of patient injury. The device was stored properly. The device will be returned for evaluation.